Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eleven months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and not analyzed due to having met its expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.